Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became shattered and unresponsive. Customer's blood glucose (bg) level was 139 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer experienced a low bg of 52 mg/dl; cause was due to delivering a bolus too big. Carbohydrates were consumed to address bg.